Event description:
I was implanted with essure in (B)(6) of 2008. Since then, my health has gone through several unexplained ups and downs, until (B)(6) 2017 when I started having constant migraines and vertigo, with worsening fatigue. I finally made the connection with essure and systemic inflammation caused by the nickel and pet fibers. I had a total hysterectomy on (B)(6) and the brain fog is lifting, and I have more energy than before surgery.